Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received an inappropriate therapy. The patient received one shock while at a waterpark near the water pump. The device was checked in the hospital emergency room and it was noted that there was a short episode of oversensing when in the vicinity of the water pump. The lead remains in use. No patient complications have been reported as a result of this event.